Event description:
Needle did not eject [device failure]; no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device failure and no adverse event in a 60-year-old male patient from the united states. The patient's age at the time of event experience was 60 years. On (B)(6) 2024, amneal pharmaceuticals received information from the patient's wife and the patient via a telephonic call concerning above-mentioned adverse event experienced by the patient while on epinephine injection (auto-injector). The patient was being treated with epinephine auto-injector 0.3 milligram (lot number: g230208x, expiration date: aug-2024, and ndc: 0115-1694-30) (dose, route, and frequency were not reported) on (B)(6) 2024 for anaphylactic reaction. Concomitant medication included lisinopril for an unknown indication. Concurrent condition included anaphylactic reaction, high blood pressure and polycythemia vera. Historical procedure included vasectomy. Co-suspect medications, medical history, history of allergy, history of smoking/drinking, recreational drug use, historical drugs, and laboratory tests were not reported. On an unknown date in the year 2023, they received sealed medication box the pharmacy and on (B)(6) 2024 during use for anaphylactic reaction the patient noticed that the needle did not eject. The patient mentioned that he pulls off both blue caps first then he tried injecting to leg with red tip by placing it on thigh however after pressing the needle did not eject and did not hear click sound from the injector. The reporter confirmed that the patient did not use the second epinephrine from this medication box as it was kept in medicine cabinet. The reporter mentioned that they did not received trainer epinephrine autoinjector in a medication box. The reporter mentioned that the patient used another epinephrine injector from another medication box (unknown manufacturer) which was expired however the reaction was recovered after taking the expired epinephrine autoinjector. Last action taken with epinephine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter's causality of device failure and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
Needle did not eject [device failure] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device failure and no adverse event in a 60-year-old male patient from the united states. The patient's age at the time of event experience was 60 years. On 20-may-2024, amneal pharmaceuticals received information from the patient's wife and the patient via a telephonic call concerning above-mentioned adverse event experienced by the patient while on epinephine injection (auto-injector). The patient was being treated with epinephine auto-injector 0.3 milligram (lot number: g230208x, expiration date: aug-2024, and ndc: 0115-1694-30) (dose, route, and frequency were not reported) on 17-may-2024 for anaphylactic reaction. Concomitant medication included lisinopril for an unknown indication. Concurrent condition included anaphylactic reaction, high blood pressure and polycythemia vera. Historical procedure included vasectomy. Co-suspect medications, medical history, history of allergy, history of smoking/drinking, recreational drug use, historical drugs, and laboratory tests were not reported. On an unknown date in the year 2023, they received sealed medication box the pharmacy and on 17-may-2024 during use for anaphylactic reaction the patient noticed that the needle did not eject. The patient mentioned that he pulls off both blue caps first then he tried injecting to leg with red tip by placing it on thigh however after pressing the needle did not eject and did not hear click sound from the injector. The reporter confirmed that the patient did not use the second epinephrine from this medication box as it was kept in medicine cabinet. The reporter mentioned that they did not received trainer epinephrine autoinjector in a medication box. The reporter mentioned that the patient used another epinephrine injector from another medication box (unknown manufacturer) which was expired however the reaction was recovered after taking the expired epinephrine autoinjector. Last action taken with epinephine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter's causality of device failure and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 05-jun-2024. New information received includes qa investigation report, attached with this case. On 22may24, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g230802x, ¿epinephrine auto injector is broken along with carrying case¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g230802x for the past 24 months. There have been forty (36) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 36 similar complaints were attributed to the manufacturing process. Based on the retain review and testing, the retains conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. As there was a lack of detail provided for the reported complaint and the complaint sample was not returned for evaluation a root cause related to user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g230802x for the complaint category - ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. A retain review was performed and the product conformed. The complaint sample was not returned, as such the reported complaint could not be confirmed. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter's causality of device failure and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.